Event description:
Patient's wife called pharmacy with trouble performing cartridge change on patient's back up ms3 pump. Cartridge would not load properly and not fit completely in the pump. No cartridge detected message on the pump screen. Tried twice. Instructed wife to do cartridge change on current pump in use. Pharmacy to schedule new back up pump to be couriered and defective pump to be returned to the pharmacy. Patient did not experience any side effect due to device malfunction. No other information known. Dates of use: unk to (B)(6) 2017. Diagnosis or reason for use: pah.